Event description:
It was reported that this pacemaker exhibited cross talk oversensing that led to an inappropriate mode switch. The ventricular activity was sensed in the atrium. Technical services (ts) was consulted and recommended reprogramming options to prevent cross chamber blanking. This pacemaker remains in service. No adverse patient effects were reported.